Manufacturer narrative:
101-9812, lot 40044635. Device analysis performed on the returned indirect decompression spacer revealed that the reported complaint of the spindle cap breaking was confirmed. Visual revealed that the spindle cap was completely sheared off from the implant body and spindle found to be outside of the main body. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance, e.g., bone, and-or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression spacer implant procedure the spindle cap broke. The physician noted that the patient had a very tight space to work with, but he did not use much force. The driver was just spinning in the inserter, so it was removed and the implant broke into pieces. There were no broken pieces left inside the patient. A different spacer of the same size was used to complete the procedure successfully with no patient complications.

Event description:
It was reported that during an indirect decompression spacer implant procedure the spindle cap broke. The physician noted that the patient had a very tight space to work with, but he did not use much force. The driver was just spinning in the inserter, so it was removed and the implant broke into pieces. There were no broken pieces left inside the patient. A different spacer of the same size was used to complete the procedure successfully with no patient complications.